Manufacturer narrative:
Product not returned to manufacturer

Event description:
The dentist reported that unknown healing abutment fractured into nint implant. Patient took top part of abutment with him. The dentist was unable to provide more information at this time because he just took over practice and has not located patient file.

Manufacturer narrative:
The complaint could not be verified, as the healing abutment was not returned. The lot number for the abutment was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.